Event description:
A nurse reported that during surgery, they experienced dull knives with an unknown number of pts. Alternate knives were used to complete the procedures. No pt harm was reported. Additional info has been requested.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness. Test values for the lot met specification. The root cause cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Penetration and sharpness testing are performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).